Event description:
It was reported that the procedure was to treat a heavily tortuous lesion in the distal right coronary artery (drca). An unspecified stent was previously implanted proximal to the target lesion. Pre-dilatation was performed and a 2.5x23mm xience skypoint drug eluting stent (des) was advanced; however, the tip of the des met resistance with the previously implanted stent and was forcefully pushed, causing the stent to become flared. The des was removed with resistance from the anatomy, and a non-abbott stent was used to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties are related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.h6, medical device problem code 2017 - removed.